Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the compressor was not coming on and the unit was not making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. The user facility's biomedical engineer (biomed) found pc assembly ice sensor pressure switch to be defective. The biomed replaced the switch with a new one from their stock.